Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
The customer alleged potential false positive results generated from the cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they observed sars-cov-2 positive results for 5 patents using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The 5 same patient¿s samples were sent out to another lab for mutation analysis and the result was negative. Patients¿ samples were collected using copan universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There were no allegations of harm to the patients. Unknown if the results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Five (5) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).